Event description:
The pt experienced intermittent stimulation for the past week when using groups that use electrode 0. The impedance measurement for electrode 0 was greater than 20,000 ohms. It was re-tested at 3.0 v and received no out of range values. The company rep confirmed that they were able to program around the contact with the high impedances and achieved effective stimulation.

Manufacturer narrative:
(B) (4).